Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient's pulse generator, right atrial, and right ventricular leads were removed due to infection. The skin around the pocket had been noted to be "mushy". During the procedure, the first replacement pulse generator was not used due to unspecified reasons. A new system was successfully implanted on the patient's right side.